Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after having located the device around the cystic artery, the clips were released open. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: can you clarify what is meant by the clips were released open? Clips were released open with form at ¿c¿. They didn¿t adhere properly around the structure as intended did the device deliver clips that were not formed properly? Yes, all clips. Did the clips drop or eject from the jaws prior to firing? No. Which firing of the device did this event occur on? All. Was a cholangiogram performed during the procedure? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No.